Event description:
It was reported that the customer experienced a delivery anomaly with their loaner insulin pump. The customer stated that he was needing more insulin than usual, especially in the evening. The customer's blood glucose reading was over 250 mg/dl. Troubleshooting was not completed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.